Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The cause of the high impedances was not able to be determined; however, subsequent impedance measurements were normal. No adverse patient effects were reported. The lead remains in service.